Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4) . Please disregard the initial report submitted with the MFR number: 3012307300-2021-10476. The report was submitted in error., corrected data: corrected information provided in h10.

Event description:
It was reported that a smiths medical device failed during calibration. The pump seems to be clogged or weak. No patient involvement.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. Malfunctioning co2 pump mechanism no longer drawing adequate airflow through the pneumatics due to wear of 14 years usage and broken trap barrel inside front bezel. The DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. Device manufactured in 2007.